Event description:
Discrepant advia centaur cardiac troponin results were obtained and reported to the doctor. Upon retest corrected results were obtained and reported. Treatment was prescribed for one of the patient. There was no report of adverse health consequences as a result of the treatment prescribed.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause of the discrepant cardiac troponin result was due to the malfunction of the sensor for the bulk wash one solution. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.